Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device evaluation of belt sn (B)(4) has been completed. As received, the belt failed incoming therapy electrode recognition testing. Upon evaluation, there was an open pulse wire inside the cable connecting the distribution node (dn) and rear therapy electrode (te). The root cause of the open wire is excessive force placed on the cable. In addition, the j704 connector was broken from the dn pca board. The root cause of the broken connector is excessive force placed on the cable connecting ECG electrodes c and d and the dn. There is no indication that the damaged wire and connector caused or contributed to the patient's death. The damage is consistent with the report that the vest was damaged during resuscitation attempts. Device manufacture date: monitor: 06/26/2015, belt: 03/18/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly in a nursing home at the time of the event. The patient is reportedly diabetic and was sweating at around 2:30pm when the patient went into cardiac arrest. The screen on the patient's monitor was reportedly blank and the patient's nurse pressed the front response button to 'see if the device was working and nothing lit up'. The patient's nurse reported that the device was not alarming and that they cut the vest off. Ems was contacted who initiated chest compressions. Ems was successful in getting a pulse and the patient was taken to the hospital where she later passed away. Review of the download data indicates that the monitor was first powered on at 9:01am on (B)(6) 2017 before detecting bradycardia first at 1:55:12pm and again at 2:53:12pm. Bradycardia is considered a non-treatable rhythm. There is no ECG data available during this time. The electrode belt was then disconnected at 3:02:02pm. The monitor was powered on again without fault at 3:55pm.